Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine device, far r-wave oversensing was observed. A programming change was made.